Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with blood glucose measured at 48 mg/dl and later 56 mg/dl, and the user treated with oral glucose gummies; glucose subsequently increased to 77 mg/dl. Customer care provided support that included remote troubleshooting and education on algorithm use and proper hypoglycemia treatment, with a plan to connect the user with a clinical trainer. Investigation of this case revealed no device malfunction reported and that the event was consistent with hypoglycemia of unclear cause while on concurrent medications including ozempic and adderall. No clinical symptoms associated with hypoglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.